Event description:
Patient was seen in clinic and presented with high lead impedance. The patient had x-ray images taken but noting abnormal was seen on the images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a full revision. The explanted generator had low battery and free fluid was found in the lead so pin reinsertion was not tried as it was already known that a full revision was needed. Upon further exploration of the lead, a fracture was visualized. The explanted products have not been received by product analysis to date.

Event description:
The explanted devices were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=yes condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was also completed on the returned lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead fracture and fluid leaks were not confirmed in the pa lab. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified on the returned portion. Although, dried remnants of what appear to have once been body fluids were observed inside the inner and the outer tubes. No obvious path for fluid ingress other than the cut ends of the outer and inner tubes that were made during the explant process was identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.